Event description:
Five hundred cc of heparin was infused into pt in approx. 2 hours. Only 40cc should of been infused in this time as staff reported pump was set at 20cc/hour. Pt complained of lightheadness. When pump was checked it showed that 216cc were left to infuse when the whole bag (500cc) was empty.